Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 32mm +5; cat #18-3205 ; lot 79477001. Proximal fem comp std; cat # 64951001; lot nh63y. Ti sleeve for alumina head; cat # 17-0000e; lot 8w30e9. Tridentii tritanium multi 64h; cat # 709-04-64h; lot 73660201a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had a primary left tha out of cors scope. On (B)(6) 2022, the patient has a periprosthetic joint infection and is entered into cors with a proximal femoral replacement. The patient developed again infection of the left hip and underwent revision for pji with only the mdm & head components exchanged on (B)(6) 2022. On (B)(6) 2023, the patient develops pji again and a revision is performed, with constrained liner, head (and taper sleeve), and proximal gmrs components exchanged.